Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07552. It was reported that balloon rupture occurred. The target lesion was located in the proximal left anterior descending (lad) artery. After a pt graphix guide wire was advanced to the lesion with the wire tip bent, a 3.00mm x12mm apex balloon catheter was selected for use and advanced for dilation. However, during the procedure, the balloon ruptured. The wire and the balloon catheter were changed with a new one. However, upon inflation, the second 3.00mm x12mm apex balloon catheter ruptured. The procedure was completed with a another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Returned device consisted of a balloon catheter. The balloon was tightly folded and there was blood in the lumen. Microscopic inspection of the balloon and makerbands presented no irregularities or defects. Microscopic inspection presented no irregularities or defects to the tip. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon tip. Microscopic examination revealed a puncture in the outer shaft and inner shaft of the device (in the same location), 28 mm from the tip of the device. The shaft and lumen was punctured at an angle coming from the distal end of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07552. It was reported that balloon rupture occurred. The target lesion was located in the proximal left anterior descending (lad) artery. After a pt graphix guide wire was advanced to the lesion with the wire tip bent, a 3.00mm x12mm apex balloon catheter was selected for use and advanced for dilation. However, during the procedure, the balloon ruptured. The wire and the balloon catheter were changed with a new one. However, upon inflation, the second 3.00mm x12mm apex&#10242;alloon catheter ruptured. The procedure was completed with a another of the same device. No patient complications were reported and the patient's status was fine.